Manufacturer narrative:
As part of the post market surveillance study, an olympus field personnel was dispatched to the user facility to conduct the inspection of the automated endoscope reprocessor (aer), medivator dsd-201 serial: (B)(4), which was used for reprocessing of the subject endoscope. There was no deviation found in the process and usage of the aer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, olympus personnel conducted a review of the sampling technique of the scope sampler. There were no deviations noted. Olympus will continue to investigate the reported event. If additional, information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The endoscopy support specialist (ess) informed the user facility was visited back on january 24, 2019 to observe the reprocessing practice of the technician who reprocessed the scope and to provide a reprocessing in-service training. The ess performed an observation of the technician and indicated there was no deviations noted. In addition, the ess completed a reprocessing in-service on the tjf-q180v with all endoscopy nursing and technician staff on january 30/31, 2019 and again in may 15/16, 2019. The subject scope was sent for destructive sampling. The results of the destructive sampling have not been finalized. The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the service center for a physical evaluation. A visual inspection was performed on the received device and found an excessive amount of foreign yellow substance throughout the scope¿s instrument and suction channels. There was no sign of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, light guide lens/glue, and objective lens/glue. Additionally, the image is working normally. A leak test could not be performed; the scope was received without the elevator forceps and distal end cover as it was disassembled during the destructive sampling. The cause of the yellow stains and the reported positive culture cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd 201 to reprocess the subject scope. Based on the investigations, insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterococcus faecalis after reprocessing. There were no associated patient infections reported.